Manufacturer narrative:
E1: establishment name:(documented here in it¿s entirety due to character limitations in respective field): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tip was cracked during the therapeutic hartmann surgery procedure. After the procedure, the tip was broken off when it was cleaned. The procedure was delayed and completed within two hours by a mid-level physician. The device was inspected prior to use. The procedure was completed with another of the same model device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation into the actual product and past cases, we speculate that the phenomenon mentioned occurred through the following mechanism. During the seal and cut output, a spark occurred when a device with a thin tip lightly touched the probe. Also, an error occurred. When the spark occurred, a load was applied to the probe. A load was applied to the probe when grasping tissue or when outputting seal and cut, causing a crack in the probe. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to the following fields: correction to d4: lot # of the subject device is: 42k07. Correction to h4: device mfg date of the subject device is: 2024/2/7.

Event description:
No additional information received from customer.